Event description:
Patient had cardiac catheterization and percutaneous transluminal coronary angioplasty on friday 9/11/98. Surgi-seal was deployed into the puncture site following the percutaneous transluminal coronary angioplasty. Hematoma formation was noted but following application of hand pressure became soft. Patient transferred to medical intensive care unit where condition began to deteriorate. After 30-45 minutes in intensive care unit, transferred back to catheterization lab after resuscitation efforts were unsuccessful.